Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating fully due to holes in the cylinders that caused fluid loss. It was noted that the patient was unable to get full rigidity to maintain an erection. The ipp was explanted and replaced. There were no patient complications.